Manufacturer narrative:
Complaint is confirmed as to missing tip. The tip of the electrode is completely burned, which is a result of melting. It that the device was either used at an extremely high power setting or the device shorted on a grounded device used in the procedure and created an arc. The front insulation is also completely missing and appears to be partially burned into the metal substrate. The insulation resists burning at very high temperature. The stainless steel electrode tip is not easily broken by force. It requires a great deal of force or deforming the tip in order to break it. It cannot be done without the use of tools such as pliers. It is not possible to melt the stainless steel tip by any other means, since it requires a temperature of approximately 1500 degrees c. The likely root cause is extended activation of the device while it was in contact with another grounded device.

Event description:
A pt was undergoing a lumbar laminectomy. At the beginning of the procedure, the surgeon noticed that a small piece of the tip was missing. The missing piece was not visible and was identified via x-ray. The surgeon removed the piece without trauma to the area.